Manufacturer narrative:
The device sample was returned for evaluation. The results of the evaluation are not available at the time of this report.

Event description:
The event is reported as: a sterile unit of a bag was opened and found that the dedicated filter was placed under the wrong inlet port. It was under the blue side of the bag instead of under the red side. This defect was discovered by a teleflex medical (tfx) employee while onsite at the (B)(6). The device product was not used on a patient.